Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when nurse attempting to remove a multidose medication, the system charged azithromycin based on the volume removed (ml). The nurse requested guidance on proper use of the multidose function and inquired why some antibiotics convert to ml upon loading while others convert to suspension at certain stations. The nurse also requested guidance on using the chargeable function under the facility formulary. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a chargeable medication issue. A technical support specialist dialed into the care fusion coordinate engine and ran a trace for medication identity (B)(6) using the sample patient provided by the customer and found that the dispense transaction was received by the care fusion coordinate engine from station. The transaction for medication identity (B)(6) on station showed ft1.10 with a value of 5 qty. Zpm 35 showed the correct unit of issue based on the facility formulary configuration and no issues were found on the care fusion coordinate engine side, as the message was parsed and translated correctly and advised the customer to reach out to cpsi to check on their side. The system functioned as intended after the technical support specialist investigated the issue.